Manufacturer narrative:
Despite multiple attempts, no additional information concerning a revision procedure was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this patient received five shocks. Review of their system indicated there were two codes exhibited, 1004 and 1007. These codes are indicative of a shorted lead condition being detected during shock delivery and an exceeded charge time. At this time no changes have been made and the system remains in service. No adverse patient effects were reported.